Event description:
Complainant reported that vbt (vascular brachytherapy) was performed on two lesions. After completing the second lesion, they noticed blood in the fluid collection bag. The patient's condition was reported to be stable. After the procedure, the complainant tested the catheter with sterile water and found a leak/hole in the catheter.